Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a dhs lag screw 280.950s, lot. 8302747, was unable to be passed through a dhs plate, (B)(4), lot. 8069859. A new dhs plate was opened (B)(4), achieving the same result. The new dhs lag screw opened (B)(4), which was successfully implanted along with (B)(4). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device available for evaluation changed to yes from no and added date. Additional evaluation was conducted. The report indicates measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding, manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs/dcs screw. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Manufacturer should be synthes (B)(4).

Event description:
This is 1 of 2 reports for the same event, (B)(4).